Manufacturer narrative:
H4: the date of manufacture can not be determined without the catalog number and lot number. No evaluation was performed as the product was not returned.

Event description:
Broken plate.